Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose levels of 308 mg/dl and was treated using the pump event on (B)(6) 2026. No further information available.